Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Syringe plunger not in place which is related to customer reported problem was found in event log history. During analysis, the reported issue was able to be duplicated. Syringe flange sensor(optocoupler) cable connector was unplugged. Service replugged syringe flange sensor cable connector and recalibrated. Performed power up and syringe test. Device will be quarantine due to non-OEM top case found in device.

Event description:
It was reported that the flange releases with pressure was experienced.

Manufacturer narrative:
Additional information was received confirming that additional information was unknown and that most of the issues were found during testing.